Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported difficult to remove (clip getting caught in clip introducer) cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter and other clip delivery system are filed under separate medwatch report numbers.

Event description:
This is filed to report the resistance during removal of the clip delivery system (cds 70221u189). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. During insertion of the first cds (70221u189), air was noted in the steerable guide catheter (sgc). It was believed that the clip may have been advanced a few millimeters out of the introducer while inserting into the sgc. The air was aspirated, but the patient became hypotensive with reduction in ejection fraction of the right ventricle and increased pressure in the vena cava. The procedure was stopped, and the mitraclip system was left in place. Angiography found a total occlusion of the right coronary artery (rca). Aspiration was performed and the patient was reanimated and defibrillated several times. After removing the air and giving medication, the patient became hemodynamically stable. The cds was attempted to be removed to replace the device; however, one clip arm was getting stuck with the clip introducer; therefore, the procedure was continued with the same devices and the clip was implanted. The second clip(70221u180) was implanted which resulted in a pressure gradient increase of 8mmhg. The mr was reduced to <1. The pacemaker rate was reprogrammed to prevent mitral stenosis symptoms. A clinically significant delay was noted due to the air embolism. On (B)(6) 2017, the patient was extubated and doing well with no neurological issues. No additional information was provided.